Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, while pulling out gall bladder in bag, just started, barely any pressure and bag ripped at bottom of bag. There was no tissue damage or loss. No bleeding. No delay in case.

Event description:
Additional information provided by the account: no device component fell into the patient's cavity. There was no extension of or time.